Manufacturer narrative:
Product analysis: the delivery system returned loaded in the introducer sheath. It was not possible to remove the device from the introducer sheath. The catheter was stretched proximal to the proximal end of the introducer sheath. The catheter was kinked 1cm proximal to the proximal end of the introducer sheath/66.9cm distal to the strain relief. The distal end of the sheath was partially flared and damaged. The delivery system was placed in the waterbath. On removal from the waterbath it was not possible to remove the device from the sheath; therefore the sheath was cutaway to expose the balloon. The balloon bond was stretched. (B)(4).

Event description:
It was reported that a physician was attempting to use an assurant cobalt device to treat a subclavian artery via evt (endovascular treatment). No unusual resistance was noted when removing the protective sheath. The device was inspected before us with no issues noted. During preparation of the device negative prep was performed with no issues noted. The lesion was moderately calcified, moderately tortuous, with 85% stenosis. The lesion was pre-dilated three times @ 14atms, for 15 seconds using a non-medtronic device. Residual stenosis post pre dilation was 20%. There was no existing stent implanted proximal to the target lesion. Resistance was not encountered with ancillary device during delivery. No resistance was encountered when passing through the lesion site. After stent implantation it was reported that when the customer tried to remove the stent delivery balloon it got stuck on the sheath. The stent delivery balloon was returned to the blood vessel. After inflation/deflation was repeated for about another three times the balloon was pulled into the sheath however it got stuck again. It was reported that when the physician pulled the delivery balloon which was stuck the catheter shaft was elongated therefore the whole stent system was removed out together with the sheath. The lesion was post dilated. No adverse effects were reported in relation to the use of the device. The procedure was completed with a delay of less than 30 minutes. No patient injury was reported. The guidewire used was a non-medtronic 0.035" x 180cm device. The sheath used was a 6f x 11cm non medtronic device. Insufficient negative pressure of the balloon catheter was suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.